Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and visual inspection of the returned device was conducted during the investigation. Five performer introducers were returned for evaluation. All five dilators had surface defects on the taper that occurred in an area approximately 4-6 millimeters (mm) from the distal tip. A dark discoloration was also present on all five dilator tapers. A document-based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided and results of the investigation, a definitive root cause could not conclusively be determined. Per the risk assessment, no further action is required. We will continue to monitor for similar complaints.

Event description:
An international customer reported that the tip of the performer introducer dilator was deformed. The malfunction was discovered prior to patient contact. No further information was provided.